Manufacturer narrative:
(B)(4).

Event description:
The patient reported having fallen out of their wheelchair prior to this incident. Thirty milliliters of fluid were withdrawn from the pocket. The doctor suspected it was a pump malfunction, but upon explant there was a slight bend in the proximal section of the pump. The proximal catheter segment was reportedly kinked. The doctor clipped off the connector of the catheter and left the remainder implanted. The pump and the connector portion of the catheter were sent to the pathology lab and were going to be examined. The patient¿s status at the time of the report was alive with injury. As of 2014 (B)(6), there were no further developments with the patient. The pump contained baclofen. The patient¿s outcome and the cause of the device issue were requested.

Event description:
The patient experienced a decrease in therapy related to the event. The catheter was torn at the distal segment. They identified the issue via imaging. The office had not heard from or seen the patient since, so they did not have an outcome. The pump was delivering compounded baclofen and bupivacaine.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8709, lot# j10813r28, implanted: 2001 (B)(6); product type catheter. (B)(4).